Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen and other meds via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 the expected reservoir volume was 6 ml, but 29 ml was aspirated. The hcp looked at previous printouts from the patient's chart, checked the logs, and nothing was found to be the cause of the discrepancy. The patient was scheduled for a (B)(6) study with a potential pump replacement. The issue was not resolved. Additional information was received which indicated that the pump was replaced.

Manufacturer narrative:
The pump was returned and analysis identified no anomaly. The pump was returned with a volume discrepancy allegation. The pump passed dispense testing. The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.